Event description:
It was reported by repair work order that the scale was inaccurate due to malfunctioning load cells. It was also reported that the scale board malfunctioned. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. It was originally reported that the scale board malfunctioned. It was determined upon investigation that the scale board did not malfunction and the scale being inaccurate was due to load cell failure.

Manufacturer narrative:
It was originally reported that the scale board malfunctioned. It was determined upon investigation that the scale board did not malfunction and the scale being inaccurate was due to load cell failure.

Event description:
It was reported by repair work order that the scale was inaccurate due to malfunctioning load cells. It was also reported that the scale board malfunctioned. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.